Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic rectum procedure, the sheet came off when approaching the tissue at the first firing. When checking the reload, the firing had advanced halfway, so the firing stopped halfway. The surgical time was extended by less than 30 mins. The procedure was completed with another device. The device was removed from the tissue by force but no tissue damage was caused. No patient injury.